Event description:
During priming of the device in preparation for use, the user reported a color chip failure occurred. The user also reported that the monitor was not working as expected. An alternate device was employed for the procedure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.